Event description:
On (B)(6) 2012 customer reported that the tubing through valve 48 (vl48), on the lh 750 analytical station, leaked. The volume of the leak was 15 ml and it was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the brown stripe tubing through vl4b. Fse noted that the tubing had split where it had gotten pinched through the valve. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).